Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that broken rails which needed to change. A field service engineer, replaced components and performed preventative maintenance on all other drawers, also receded cables to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system device was not detected on bus and drawer has failed. Customer stated that the user were unable to issue medication to patient. There were no adverse events or injuries reported based on this incident.